Event description:
On (B)(6) 2018, a 23mm trifecta gt was implanted with no complications. After implant and aorta closure, transesophageal echocardiography revealed commissural valvular leakage. The patient was reopened, and the 23mm trifecta gt valve was explanted and replaced with another heart valve (unknown model). At explant, there appeared to be misalignment with the leaflets at the stent juncture. Per user, it appears the leaflet on the valve had not been trimmed adequately and therefore leaks over the post. The patient is reported stable.

Manufacturer narrative:
The reported event of leakage due to inadequate trimming of the leaflets could not be confirmed. Based on the analysis performed, the returned valve met all visual and functional requirements, which was further confirmed by qualitative x-ray examination of the stent. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This review was inclusive of the final inspection videos which confirmed final valve functionality without evidence of incomplete coaptation. The cause of the reported event could not be conclusively determined.